Manufacturer narrative:
The device was received. Investigation is not complete. The pump history was downloaded and printed at the mfg site. The customer did not provide an event time or programming parameters; therefore, the history cannot be utilized to evaluate the reported event. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported an unrequested bolus dose was delivered. On an unspecified date and time, the pump was programmed in the pca only mode to deliver morphine sulfate 1mg/ml. No further programming parameters were provided. After an unspecified length of time, the nurse placed the pt pendant on the IV pole. At this time, the two nurses who were in the pt's room reported hearing a beep as if the pump delivered a bolus dose. It was reported that the nurses initially thought the pt pendant had inadvertently pressed the patient pendant. After approx one minute, it was reported that the pump beeped a second time. The nurses reported that after another minute, the pump beeped a third time. The customer reported that the pump delivered three unrequested bolus doses. At this time, the pump was disconnected from the pt. The physician was notified. The pump was removed from clinical service. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.